Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance, and intermittent capture at 4.0 v at 0.4 ms. It was noted that impedances had been high since implant. The physican elected to replace the lead.

Manufacturer narrative:
Na